Event description:
It was reported that during a surgical procedure, the blade had broken at the mount. It was also reported that there was no injury to the patient. It was further reported that there was no change to the procedure as a result of this event.

Manufacturer narrative:
The device subject to this MDR was returned to manufacturer for evaluation. It was visually confirmed that one tab on the mount was broken. A full documentation review was carried out, no issues were identified which may have contributed to this event. The root cause is multi-factorial.